Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced shortness of breath (sob) for two weeks, decreased exercise tolerance and had an intermittent abdominal pain upon exertion. Reportedly, the suspected cause was pericardial effusion and subsequently pericardiocentesis was then surgically performed. Additional information received from the field representative indicated that the pericardial effusion was related to the device implant. This device remains in service. No additional adverse patient effects were reported.